Manufacturer narrative:
H10: manufacturing review: the lot number was provided and a lot history review was performed. Investigation summary: one tri-funnel 14f and two electronic photos were returned for evaluation. First photo shows the trifunnel with a three-way stopcock valve attached to the proximal hub of the device. The second photo shows the distal end of the feeding tube and clear fluid residue can be seen on the deflated balloon. Visual and functional testing were performed. The sample was returned with a three-way stopcock valve attached to the proximal hub of the device. Residue was noted throughout. The balloon was inflated with approximately 5.0ml of water and was allowed to sit for 10 minutes. The balloon was massaged and no leaks were noted. The balloon was deflated without issue. The investigation is unconfirmed for the alleged leak in the balloon as the failure could not be recreated under laboratory settings. The definitive root cause could not be determined based upon available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: g4, d4 (expiration date: 02/2023), h6 (method) h11: a1, d2, h3, h6 (results, conclusions) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately two weeks post feeding tube placement, the balloon allegedly deflated and a leak of sterile water was identified. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review was not required to be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiration date: 02/2023).

Event description:
It was reported that approximately two weeks post feeding tube placement, the balloon allegedly deflated and a leak of sterile water was identified. There was no reported patient injury.